Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:12:09. During night drain cycle four, the patient's ultrafiltration reading was 1164ml, indicating the home patient (hp) drained 1164ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.